Manufacturer narrative:
Exact date unknown, event occurred in 2012. Explant date: in 2012.

Event description:
It was reported that the patients ipg was explanted due to the patient needing an unknown surgery. Explanted ipg was not returned. No further information has been obtained despite good faith efforts.